Manufacturer narrative:
Concomitant: product ID 8731sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an hydromorphone 2.0 mg/ml at 1.1226 mg/day via an implantable pump. The indications for use were failed back surgery syndrome and spinal pain. Following a pump replacement on (B)(6) 2015 it was reported the pump pocket was infected. The healthcare provider was planning on replacing the pump and "flushing out the pocket" later today on the day of the report. The reporter did not know what symptoms if any the patient experienced or the cause of the pocket infection. The infection has been resolved as the healthcare provider washed out the wound site and replaced the pump with a new pump.